Manufacturer narrative:
Resmed requested the device to be returned so an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient desaturated while using a stellar 100 and sought medical attention in intensive care at the hospital. The customer alleged that the device did not alarm during the night when the patient desaturated.

Manufacturer narrative:
The stellar device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported device failure to alarm. The device could not alarm low spo2 and/or fio2 as there were no sensors connected to the device. The investigation determined that the device performed as expected and no malfunction was detected. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a patient desaturated while using a stellar 100 and sought medical attention in intensive care at the hospital. The customer alleged that the device did not alarm during the night when the patient desaturated.